Manufacturer narrative:
The insulin pump was returned with no battery in the battery tube. The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip and battery tube threads noted during our visual inspection. Data analysis insulin pump history download shows that between the dates of (B)(6) 2016 to (B)(6) 2016 the insulin pump had a daily total of 26.0u to 48.0u a day. Basal total was 26.0u to 48.0u a day. Bolus daily total was 0.0u a day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the emergency room. The customer was hospitalized on (B)(6) 2016. The caller stated that this was an accidental death; the customer fell out of the elevator. The caller stated that the customer's death was not insulin pump related. The caller stated that the customer had radiculoplexus neuropathy. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.